Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized at 10:00pm due to diabetic ketoacidosis, with a blood glucose of 800 mg/dl. The caller stated that the customer felt sick, and was vomiting. The caller stated that the customer visited the emergency room at 12:00pm that day, also because of high blood glucose levels. The caller stated that the customer was still in the hospital at the time of the call. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Only off no power and low battery alarms were found in the alarm history. Nothing further was reported.